Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a normal follow-up. It was determined that the atrial lead was not sensing and, then, a chest x-ray revealed the lead had become dislodged. That day the lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.